Event description:
It was reported that, a year ago this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an atrial fibrillation (af) episode due to noisy signals oversensing. Furthermore, the patient with this s-ICD indicated that the device delivered a shock when the patient passed between two antennas. The field representative discussed that is suspected myopotential oversensing, rather than electromagnetic interference (emi) from the antennas. The technical services (ts) provided troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, a year ago this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an atrial fibrillation (af) episode due to noisy signals oversensing. Furthermore, the patient with this s-ICD indicated that the device delivered a shock when the patient passed between two antennas. The field representative discussed that is suspected myopotential oversensing, rather than electromagnetic interference (emi) from the antennas. The technical services (ts) provided troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the device was reprogrammed to primary vector. Troubleshooting was performed with exercise test with no noise detected on the primary vector. This s-ICD remains in service. No adverse patient effects were reported.